Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 517mg/dl. It was stated that the insulin pump has a crack in the housing near to the reservoir compartment, and the battery cap is damaged. Troubleshooting was performed. The caller stated that the customer also was hospitalized a year ago due to high blood glucose, and a couple of occasions she was taken by the ambulance to the hospital due to low blood glucose. The customer's most recent glucose reading was over 100mg/dl, and she was not connected to the insulin pump. The settings and programmed were correct. The alarm history revealed several auto off alarms. Assisted to turn off the feature. Advised the caller that the insulin pump will be replaced. No further information was provided.